Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this device was explanted due to erosion. The patient recently lost a significant amount of weight which contributed to the erosion. No adverse patient effects reported.